Event description:
It was reported that a patient underwent an ent procedure on (B)(6) 2024 and suture was used. During an ent procedure that the suture broke and the needle was not performing normally. Another like device of a different lot was used to continue with the procedure. Surgeon stated he has been having this issue for a few cases now. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported that "the needle was not performing normally", please provide more details: what is the total number of procedures where the suture broke and the needle was not performing normally? Please provide the product code and lot number of these products: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: h3 investigational summary: the product was returned to ethicon for evaluation. An empty winding former and one needle suture piece were received for analysis. During the visual inspection of the needle, marks probably caused by a surgical instrument were found on the tip area and body needle. The suture piece was examined and no issues related to breakage suture were noted. However, the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. The product code j495g contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The event reported was confirmed and it is related to improper use of the device. As part of the ethicon quality process, all devices are manufactured, inspected, and released post-market. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.